Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection a longitudinal tear approximately 1¿ length was observed in the inflation balloon. No other abnormalities were observed. No applicable functional testing could be performed due to the condition of the returned device (balloon tear). For dimensional analysis, wall thickness measurements were take along the balloon tear. The balloon wall thickness measurements met the single wall specification. No manufacturing non-conformances were identified in the returned sample. During manufacturing, all balloon catheters undergo multiple 100% inspections. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed. Per report, the balloon burst was attributed to the patient¿s severely calcified leaflets. No manufacturing non-conformities were found in the returned sample. In addition, the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests that patient factors contributed to the event. A review of the complaint history for march 2016 revealed that the occurrence rate did not exceed the control limits for this trend category. No corrective or preventative action is required.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed a longitudinal tear on the inflation balloon and a kink in the balloon shaft due to shipping. Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during deployment of a 23mm sapien 3 valve, just before full valve deployment (1-2ml less than nominal volume), the delivery system balloon burst. At the time of the burst, the valve had been sufficiently deployed and anchored in the annulus calcification. The valve was post dilated with another balloon catheter with good results. The patient is doing well. The physician attributes the balloon burst to the patient's severely calcified annular leaflets.